Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during menstruation. She was scheduled to remove essure, approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur, including pain during menstruation. In the present case limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal would be required. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. She has nickel allergy as concomitant condition. The consumer reported she had experienced procedural pain, pain during menstruation, pain in legs, arm and large toes, pain during coitus, allergic complaints in eyes, increase or heavy blood loss during menstruation for 21 days, pain in knees, pain in ribs, increase or decrease of weight, tiredness, mood swings, memory loss, concentration problems, vaginal fungal infections, and airways problems (similar to exercise-induced asthma). She had smear test and the results were not good. The consumer says to be misinformed. She was not asked about a nickel allergy and there would not be any complaints. She reported problems with movements and referred to social activities and happiness complaints. The consumer visited a gynecologist and the treatment plan was essure removal scheduled to (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during menstruation. She was scheduled to remove essure, approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur, including pain during menstruation. In the present case limited information was provided. The exact interval between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal would be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.